Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the cable not provided power to the system controller was confirmed via testing of the returned mobile power unit (mpu). The mpu (serial number: (B)(6) was returned to the pleasanton service depot and upon visual inspection damage to the outer sleeve of the mpu patient cable and stripped threads on the patient cable, preventing the test controller to fully connect to the mpu patient cable were observed. The system booted up as intended, but when a test controller was connected to the mpu, a connect power alarm activated. The issue was traced to the mobile power unit patient cable. The customer declined a repair and the unit was returned to the customer labelled "not for human use". Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was determined to be damage to the mpu patient cable, however, a further root cause could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller the heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cable was not providing power to the system controller. It was later clarified that the black cord was not connecting to the system controller. The mobile power unit and the heartmate monitor to power modular cable were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.